Manufacturer narrative:
On (B)(4) 2011, field service engineer (fse) visited and found an evidence of some form of overflowing; however the issue is no longer occurring. Per fse, cx3 overflow pan showed evidence of creatinine and wash fluid residue. Fse cleaned, secured all waste lines, tubing, and checked trap, cups pumps, and reagents for leaks. No further leaking observed. Primed the unit x80 with no leaks noted. Unable to reproduce issue despite running for close to 100 cycles. A definitive root cause is undetermined. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report fluid leak underneath the synchron cx3 delta. The customer used personal protective equipment to clean the leak. No injury or exposure was reported.